Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of instrument grips-tips/broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. The broken piece was not returned. Common causes of the failure mode broken instrument grips-tips are typically attributed to the user mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is considered a reportable event due to the following conclusion: failure analysis (fa) confirmed the instrument was found to have a broken grip at the grip base. Additionally, fa acknowledged that a broken piece was missing from a portion of the device. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure the 8mm fenestrated bipolar forceps grasping tip was broken on one side. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.